Event description:
Baxter spectrumiq pump was programmed with a primary bag set at 10ml/hr, and then an antibiotic piggyback / secondary bag was programmed to run at 200ml/hr for 100ml. Rn returned to patients room after starting the infusion, and found that only approximately 35ml had been delivered to patient. Pump was removed from use and biomed ticket placed. At no point during this infusion did the pump alarm. FDA safety report ID# (B)(4).